Event description:
A customer reported going to the emergency room with a blood glucose level of 40 mg/dl. The customer consumed carbohydrates and was treated with intravenous fluids of saline, which resolved the problem. The pump was checked by technical support and found to be functioning correctly without any identified issues. No permanent damage was identified by healthcare providers, and the customer was released from the emergency room after a four-hour stay.